Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons harder to press. The customer's blood glucose value was unknown. Customer states insulin pump had no delivery alarms and had difficulty to turning on the insulin pump. The insulin pump will not be returned for analysis.